Event description:
This is a retrospective iis study. Sites are only required to report per their milestones as significant amount of time after revisions occurred, and therefore we do not know if the device will be available. Initial surgery date (B)(6)2005, revision date (B)(6)2006.

Manufacturer narrative:
The info for this per was provided by stryker orthopaedics clinical affairs department. No additional info is available at this time. If additional info becomes available, then it will be submitted in a supplemental report.